Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found rear/front housing were damaged, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seals were contaminated, and the latch lock was worn. Unable to download in the event history logs due alarm message error code 1720 on the pump display. The reported problem "reason for return: error code 1720" was duplicated. Found back-up-capacitor had a broken wire, causing error code. Replaced back-up-capacitor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code: lec 1720. The report product fault occurs during testing. There was no patient involvement.